Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 2 months post-implant, it was reported that the surgeon had to reposition the patient¿s percutaneous lead due to an infected exit wound. No additional information was provided.

Manufacturer narrative:
The approximate age of the device is 2 years and 2 months. The device remains implanted and in use by the patient. The reported event of a percutaneous lead (lead) infection was confirmed based on the photograph provided by the hospital; however, a correlation between the device and the reported infection could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii lvas. The manufacturer is closing its file on this event. Placeholder.